Event description:
The patient implanted for radicular pain syndrome (radiculopathies) reported that his stimulator hadn¿t been working for over 5-6 years because the battery went out. He wasn¿t sure exactly what year it happened. He stated that he knew the battery life was 5 years so he was not dissatisfied with the battery life. He had seen his healthcare provider (hcp) a couple years ago about having it taken out, but that hcp was no longer his current hcp. The patient was redirected to his hcp and physician listings were provided. Additional information was received from the patient. The patient repeated information as previously stated regarding their device not working. The patient stated that they still had not found a healthcare provider to remove their device yet. Additional information was received from the patient with the same information as was previously reported. It was stated that their device quit working due to normal battery depletion about three to four years ago. They were still lookingfor someone to take it out as they didn't currently have a managing healthcare provider. A list of physicians were sent to the patient. Additional information was received from the patient on (B)(6) 2017. It was reported that the patient's ins stopped working after about 3 years after implant. The patient was unsure if it was due to regular battery depletion and stated that they were told it would last about 5 years. No symptoms or complications were reported.